Event description:
It was reported that the caller wanted more information regarding doing a magnetic resonance imaging (MRI) for this patient. The caller noted that there was a possible helix issue on this right ventricular (rv) lead. Additionally, the reports show that the lead safety switch was triggered due to high out of range pacing impedance for this lead. The impedance had been gradually increasing. Technical services (ts) noted that MRI is not recommended due to question of lead integrity and unipolar programming. The MRI was not performed. The lead remains in use. No adverse patient effects were reported.